Event description:
The customer received questionable human chorionic gonadotropin, stat (hcg) results on their e411 disk analyzer ongoing for the two weeks. The customer noticed the discrepancies during their annual auto-dilution check on the analyzer. The customer provided data for three patients, of which two had discrepant results that were reported outside the laboratory. All testing was performed on the same analyzer. The first patient's first repeat result was run in the tube. All the other dilutions were run in standard sample cups. The first patient's initial hcg result was 10000 iu/l accompanied by a data flag. The sample was auto-diluted 1:100 and the result from the tube was 39118 iu/l accompanied by a data flag and it was reported outside the laboratory. On (B)(6) 2012, the sample was manually diluted 1:100 and the result was 53950 iu/l accompanied by a data flag. On (B)(6) 2012, the second patient, a female, had an initial hcg result of 10000 iu/l accompanied by a data flag. The sample was manually diluted 1:100 and the result was 28590 iu/l accompanied by a data flag. The sample was auto-diluted and the result was 20849 iu/l accompanied by a data flag and it was reported outside the laboratory. On (B)(6) 2012, the sample was manually diluted 1:100 and the result was 27370 iu/l accompanied by a data flag. The sample was manually diluted 1:100 and the result was 27350 iu/l accompanied by a data flag. The sample was manually diluted 1:10 and the result was 25290 iu/l accompanied by a data flag. The customer considered the manually diluted repeat results to be correct. The customer declined to provide information on whether there were any adverse events. The hcg reagent lot number was 16697301 and the expiration date was 02/28/2013. The customer noted their pipette was last calibrated in (B)(6) 2012 and was due to be re-calibrated this month. The field service representative could not find a cause. He suggested the customer calibrate their pipetters. He ran performance testing which successfully passed and was well within specifications. The customer performed calibration and quality control with passing results.

Manufacturer narrative:
A definitive root cause was not determined. The calibration data was within expectations. The quality control data were sometimes outside the customer's specifications and showed unexpected variation. There were no reagent issues obvious. The customer explained that when doing dilutions previously, they would insert the pipette tip into the sample and mix it by drawing the sample up and down inside the pipette. The customer has ceased doing this and is satisfied manual and automatic dilutions correlate well.